Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/09/2015 with the following findings: one cs 064 call service alarm observed in the bb history on (B)(6) 2015 at 13:52. During testing, the pump emitted a ¿no cartridge detected¿ alarm when attempting to perform the load step. Unable to complete test steps (21-22) due to load step malfunction. Investigators were unable to adequately investigate cs alarm issue due to the load step malfunction and moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).